Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic lower anterior resection, when doing a colon anastomosis, no staples deployed from the device only the blade causing tissue damage. The distal donut was incomplete. The surgical time was extended by 90 minutes due to the issue. The anastomotic staple line was oversewed to resolve the issue.